Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a journey guidewire. The guidewire was fractured. The distal tip, including coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The high torque sleeve (hts) measured 5.75in. A small portion of the hts was cut back to reveal the core wire. The core wire was fractured. The core wire was bent at the location of the fracture. Analytical test results concluded the core wire fractured due to ductile bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during stenting treatment procedure, guide wire tip detachment occurred. Access was gained via the left femoral artery. The 80mm long and eccentric de novo target lesion was located in the totally occluded, non-tortuous and moderately calcified left common femoral artery with a reference vessel diameter of 8mm. Access was gained using a 4f non-bsc sheath with no guide catheter. A 185cm journey guide wire was advanced through the lesion without resistance. While positioning, he attempted to pull the wire back and noted that about 3cm of the tip detached and remained in the lesion. No attempt was made to retrieve the detached portion. A 180cm 0.035" non-bsc guide wire was used to reaccess the lesion and 2 express ld stents were deployed along with post dilation which successfully secured the detached guide wire tip against the vessel wall. The final outcome was successful and the patient was stable post procedure.

Event description:
It was reported that during stenting treatment procedure, guide wire tip detachment occurred. Access was gained via the left femoral artery. The 80mm long and eccentric de novo target lesion was located in the totally occluded, non-tortuous and moderately calcified left common femoral artery with a reference vessel diameter of 8mm. Access was gained using a 4f non-bsc sheath with no guide catheter. A 185cm journey guide wire was advanced through the lesion without resistance. While positioning, he attempted to pull the wire back and noted that about 3cm of the tip detached and remained in the lesion. No attempt was made to retrieve the detached portion. A 180cm 0.035" non-bsc guide wire was used to reaccess the lesion and 2 express ld stents were deployed along with post dilation which successfully secured the detached guide wire tip against the vessel wall. The final outcome was successful and the patient was stable post procedure.